Event description:
Caller reported a malfunction on the pump, which did not lead to any adverse impact on the customer's blood glucose level. The customer had already reset the pump on their own before contacting technical support, and the same malfunction code did not recur after the reset. Technical support provided pump reset information and advised the customer to call back if any issues reoccur. The customer understood and acknowledged the instructions, and it was determined that the customer could continue using the pump.